Manufacturer narrative:
This report is a duplicate of medwatch #1043534-2011-00382 and should not have been filed.

Manufacturer narrative:
Conclusion: no conclusion can be drawn. Product not returned.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. Although several attempts have been made, no medwatch 3500a or additional information has been received from the reporter. This report will be updated when the investigation is complete.

Event description:
Allegedly revised due to unknown reason.